Event description:
Additional information received; the patient is recovering although a loss of vision is reported. Further information received; the topical steroid drop was increased to ten times a day at the one day post operative visit.

Manufacturer narrative:
Additional information provided in b.5, b.6, d.10, h.3, h.6, and h.10. The clinical application specialist (cas) provided feedback on the event which states: ¿the surgeon is having trouble with flap cases only with the system and not when microkeratome-blades are used. The flap quality, flap bed, and flap lifting are great. The observed difference between the system and microkeratome cases is the location of the hinge. After the surgeon has lifted the flap, it was observed that the inner side of the flap was exposed to the air during surgery. At one point during the case, the flap was seen moving under the speculum. The cas discussed the observation with the surgeon and coached the surgeon to ensure the inner flap surface is not exposed to the surrounding environment. The plan of action established was confirmed by the cas. The surgeon was asked to change the position of the flap, to a nasal hinge. There was no details from the cas as to what the locale of the flap was (before the suggested changes). The surgeon has been made aware that the console functionality has tested to specs, and that the issue is ancillary to the console. The cas observed the next several bilateral cases using the new suggested technique. All were completed without a reoccurring the issue. The cas's plan of action was to attend cases. The observation confirmed: 1.) The hinge position, suggested by shifting from superior to nasally. 2) the flaps were folded over (while lifting) to avoid interface and exposure to the environment. (Per the cas). The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical technique, which is a non-product related factor. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with central toxic keratopathy of the left eye four days following lasik treatment. Additional information is requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.